Event description:
It was reported that the sheath at the valve broke on two devices. After request confirmed no patient injury, no medical intervention. Follow up with customer, indicated that the sheath was broken near the body. No patient complications were reported.

Manufacturer narrative:
Device not returned.